Manufacturer narrative:
The customer's report that the tubing cracked and leaked was confirmed, however, the issue was at the luer, not at the filter as reported. Visual inspection showed a crack on the female luer component. Functional testing resulted in a leak from the damaged female luer. No leak was observed at the filter. The cause of the leak was a crack on the female luer component. The root cause of the crack was a combination of manufacturing factors.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse hung chemotherapy (opdivo) and after the infusion started they noted that the tubing was cracked and leaking at the filter. The rn stopped the infusion and changed out the filtered tubing. There was no patient harm.